Manufacturer narrative:
(B)(6). The device was not returned for evaluation. The lot associated with this complaint remains unknown; therefore a review of the device history records could not be performed. Lifecell reports this event in an abundance of caution as serious injury which may be treated with either medical or surgical intervention. Lifecell has made multiple attempts to obtain patient and procedure specific information, including the associated lot number. To date, no additional information has been provided. Aside from the initial information reported, the surgeon does not want to provide anything further. Based on the limited information reported with without the associated lot number, a relationship between the infection and the revolve could not be determined. If additional information is received, a follow up report will be submitted. As per the IFU, potential adverse effects associated with revolve system include infection.

Event description:
Limited information was reported that the surgeon trialed a revolve device on a female patient in 2016. The patient subsequently developed a post-operative infection. Procedure dates, onset date of infection, course of treatment, type of infection and lot number information was not reported.